Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong connector. The sample was received assembled. No catheter was evident. Usage residues were observed within the connector. Microscopic inspection of the connector did not reveal any damage or deformity. Following disassembly of the connector, inspection of the connector bore confirmed that no catheter was returned. The compression sleeve was advanced into the tapered region of the bore. Microscopic inspection of the compression sleeve confirmed that it was advanced into the narrow region of the bore. The lack of catheter fragment within the connector indicated that the catheter had detached from the connector. The position of the compression sleeve indicated that the catheter had not been fully inserted through the distal connector segment during device assembly. The product IFU provides instructions for the proper assembly of the catheter/connector system. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter fell out of the catheter connector even though the catheter connector was still connected to the oversleeve. Catheter implanted (B)(6) 2018. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter fell out of the catheter connector even though the catheter connector was still connected to the oversleeve. Catheter implanted (B)(6) 2018. No other information was provided.